Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta device bypass tube would not pass through the bladder of the manta sheath (related to another complaint), therefore, another manta was opened and same issue occurred (related to this complaint). A 3rd manta device was opened and closed the artery successfully with immediate hemostasis. Additional information on (B)(6) 2022: during an evar procedure on (B)(6) 2022, physician attempted to close left femoral artery with manta device. Vessel size was 8-9mm. Manta deployment dept was 4.5+1cm. Patient was reported as fine. Additional information requested from account.

Event description:
It was reported that: manta device bypass tube would not pass through the bladder of the manta sheath (related to another MDR), therefore, another manta was opened , and same issue occurred (related to this MDR). A 3rd manta device was opened and closed the artery successfully with immediate hemostasis. Additional information on 08dec2022: during an evar procedure on (B)(6) 2022, physician attempted to close left femoral artery with manta device. Vessel size was 8-9mm. Manta deployment dept was 4.5+1cm. Patient was reported as fine. Additional information requested from account.

Manufacturer narrative:
(B)(4) two units of manta along with the sheath were returned for evaluation for 2 different complaints. The unit for this complaint was observed to have blood particulates. Lever was not engaged. The unit was advanced via the sheath and resistance was observed. No other damages noted. The device lot history record review for lot number mn2201459 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f manta was planned for closure in the left common femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. Vasculature was 8-9mm with a depth measurement of 4.5cm + 1cm. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. However, the physician was unsuccessful in connecting the manta closure device to the sheath hub (associated with another complaint). The first 14f manta sheath and device were removed, and a second 14f manta sheath and device was opened (associated with this complaint) and deployed. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician again encountered moderate resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. However, the physician was unsuccessful in connecting the manta closure device to the sheath hub. The second 14f manta sheath and device was removed, and a third 14f manta sheath and device was opened, successfully deployed. Patient outcome post-procedure was fine. The IFU indicates note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.